Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending (lad) artery. An nc quantum apex mr 8mm x 2.50mm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once to 18 atms and burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was blood and contrast in the balloon and inflation lumen. The balloon was in a deflated state. There was a pinhole in the balloon wall material 3mm distally from proximal balloon waist. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending (lad) artery. An nc quantum apex mr 8mm x 2.50mm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once to 18 atms and burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)